Event description:
Info rec'd via complaint form indicates that the connector could not be turned or removed, and it is the same with all in the shelf box.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It is reported that a convatec representative will visit the site on (B)(4) 2013. There were no reports of a patient being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the lot number provided by the customer, since no returned sample was provided for evaluation. The sample work order was retrieved to assist in the investigation. Based on the review did not show any significant abnormalities. No previous investigation exists for this issue of product. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. However, this complaint will be part of convatec's CAPA system, and will continue to monitor for any indication and repeatable reports by complaint type and by product number. Future complaints will be monitored for trends in accordance with convatec inc procedures.